Event description:
Please refer to report 0009613350-2018-01195.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: a trend considering the following event is identified: do not fit or function 3 similar investigated events within last 1 month for item number 01.00013.709 have been found. Event description: it was reported that the 2 durasul liners could not be anchored in the shell. Afterwards, the shell was removed and a new shell and a new liner was implanted. It was also reported that the liner popped out during the repositioning with the implanted stem after the liner seemed to be fixed primary. In this case it was also implanted without the pole plug. The surgeon also reported that the frequency of similar events had increased. A similar case had happened to him two weeks after (see complaint (B)(4)). Also, other 3 similar events happened to other surgeons of the same hospital (see (B)(4)). Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Device analysis: visual examination: allofit cup (ref: 4245, lot2956202): the rim shows some scratches. Some outer surface spikes has flattened tip. Some scratches on the inner surface radiate from the polar hole. Some liner scratches circulate through part of the inner surface. The top most thread flank close to the inner surface of the pole hole were slightly deformed. Durasul liner (ref:01.00013.709, lot: 2947693): the mark of the setting instrument can be seen on the rim. Some clamping indentation and damage can also be seen on the rim. Clamping indentation can also be seen on the inner surface close to the edge. The outer surface shows a significant circular cut . This implies the liner was rotated after the cup of the spike had been cut into the liner. Also the surface is full of very light indents and scratches. Durasul liner (ref:01.00013.709, lot: unknown): the mark of the setting instrument can be seen on the rim. One of the holes for setting instrument also has oval shape. The liner is slightly deformed, the opening has a oval shape. Damage, slits and clamping indentation is identified on the rim . The lot number is not recognizable due to the damages of the rim. In spite of the clamping mark near the rim, no other visible marks are seen on the inner surface. The outer surface has a paired and symmetric curve cuts which imply the rotating motion after the spike on the cup had already inserted in the liner. The pole peg is oblique and has liner indent on near the tip. A curved liner indentation mark could be found on outer surface close to the rim, the line elongates towards another line indentation on the rim implying a tilted contact with the cup. Together with the deformed peg, it is clear the liner was once pressed against the cup in tilted position. Measurements: to ensure the shell has correct dimensions, relevant characteristics of the shell according to inspection plan sap document no. 11337 rev. 18 were measured with caliper z 7568. Characteristic no. 18 feature dimensions 24.442 +0.2/-0.2, specification: max. 24.642 mm; min. 24.242 mm, measured value: 24.57 mm, characteristic no. 53 feature diameter 46.535 +0.015/-0.015, specification: max. 46.550 mm; min. 46.520 mm, measured value: 46.53 mm. Conclusion: the characteristic of the pole plug is within specification. However, the relevant characteristics for liner could not be measured as the rim and peg was damaged. Further, it was reported that the products were autoclaved before returning, due to the high temperature, the dimensions can no longer reflecting the state during the event. The functional test between pole plug and cup cannot be performed as the pole plug has not been returned. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Liner inspection plan : characteristic no. 16 feature diameter (46.69mm +0.05/-0.05) with scope of testing: aql 1.0. Means of inspection: 3d measuring program. Characteristic no. 17 feature diameter (46.63mm +0.05/-0.05) with scope of testing: aql 1.0. Means of inspection: 3d measuring program. Characteristic no. 38 feature dimension (4.6mm +0.1/-0.1) with scope of testing: aql 1.0. Means of inspection: caliper. Pole plug inspection plan : characteristic no. 02 feature dimension (5 +0.1/0.0) with scope of testing: aql 2.5. Means of inspection: gauge, characteristic no. 07 feature diameter (4.3 +0.1/0.0) with scope of testing: aql 0.65. Means of inspection: height gauge, characteristic no. 08 feature diameter (3.8 +0.1/0.0) with scope of testing: aql 2.5. Means of inspection: gauge. Shell inspection plan : characteristic no. 52 feature diameter (46.68mm +0.02/-0.02) with scope of testing: aql 1.0. Means of inspection: 3d measuring machine. Characteristic no. 53 feature diameter (46.535mm +0.015/-0.015) with scope of testing: aql 1.0. Means of inspection: 3d measuring machine. Characteristic no. 40 feature thread m8x1 with scope of testing: aql 1.0. Means of inspection: plug thread gauge and scope of testing: 100%. Means of inspection: visual examination. Surgical technique : position the liner over the entrance plane of the shell and rotate clockwise. The peg of the polyethylene liner must be inserted into the pole plug hole. Complete seating of the liner with a light hammer blow. If the liner can still be rotated after light impaction, this indicates mispositioning, nonconcentric, or soft tissues interference between the liner and the shell surfaces. In such situation, remove the liner, clean both surfaces and introduce the liner back into the shell, making sure it is properly centered and repeat the seating procedure. Once the liner remains steady after light hammer blows, finalize seating with final impaction. Root cause analysis: root cause determination using sap rmw (shell): failure of shell and liner connection due to insufficient snap geometry between shell and liner: not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Difficult alpha liner insertion due to deformation of shell due to load: not possible, as the measurement of the shell confirm the dimension met specifications. Intraoperative complications due to inadequate handling during transport/storage: possible, as no sufficient information of exclude this cause. Intraoperative complications due to excessive insertion force, leading to wrong aligned pole plug: possible, as the surgeon reported that the new shell and liner were implanted without pole plug. Moreover, the pole plug has not been returned; the condition is unknown. Intraoperative complications due to lack of insertion force and/or unclean mating faces are used, leading to wrong aligned pole plug: possible, as the surgeon reported that the new shell and liner were implanted without pole plug. Moreover, the pole plug has not been returned; the condition is unknown. Intraoperative complications due to excessive or lack of insertion force leading to wrong aligned pole plug: possible, as the surgeon reported that the implantation was possible only when the pole plug was removed. Moreover, the pole plug has not been returned; the condition is unknown. Root cause determination using sap rmw (liner): loss of insert-shell connection, component loosening, dislocation due to insufficient insert stability due to design (snap geometry): not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment . Intraoperative complications due to inadequate handling during transport/storage: possible, as no sufficient information of exclude this cause. Intraoperative complications due to excessive assembly force, leading to wrong aligned inlays: not possible, as the marks from setting instrument is homogeneous. Intraoperative complications due to lack of assembly force and/or unclean mating faces are used, leading to wrong aligned inlays or loss of instrument-implant connection: not possible, as the marks from setting instrument is homogeneous. Intraoperative complications due to wrong alignment of insert in shell: possible, as one liner has a bent peg and indentation of tilted circle. Intraoperative complications due to wrong positioned insert in shell: possible, as one liner has a bent peg and indentation of tilted circle. Intraoperative complications due to excessive impaction force: possible, as one liner has oval shape and damaged pole peg. Intraoperative complications due to excessive impaction force: possible, as a circular cut from the cup spike was observed which implies excessive primary impaction force and torque. Intraoperative complications due to lack of adequate impaction force: possible, as partially fitted snap geometry is possible, although the circular cut shows the spikes in the shell had been inserted into the liner. Conclusion: a shell and two liners was returned for investigation. The visual examination and measurement confirmed the relevant characteristics of the shell met the specification. The measurement for the liners was not conducted as the dimensions no longer reflects the original state due to damage and reported autoclave. However, the quality records of all products show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. One liner have significant indication of tilted alignment. The snap geometry and the peg structure could be damaged when liner was impacted or compressed against the shell with high force at tilted position. Then a stable anchor would no longer be possible. The other liner has no obvious indication of wrong positioning or alignment, but the unusual circular cut at the bottom implies excessive force and torque were applied to the liner. Rotational motion after the spikes of the shell had inserted in the liner requires high force and would reduce the anchoring stability. Moreover, it is also possible that the pole plug was not aligned or not screwed entirely into the apical hole leading to reduced total depth for liner to seat in. Other possible cause that contribute to the difficulty of liner insertion includes presence of soft tissue or debris between cup/liner and slightly decreased liner diameter due to rather cold storage environment. However, it is unknown to which extent the contributors played the role in the complaint event. Therefore a specific root cause could not be identified. Based on the available information, further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The result of ie request shows that a issue evaluation was not deemed necessary at this point of time. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that inlay could not be anchored.